Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had cracks on the case near the reservoir compartment. Customer also mentioned scratches on the display. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.